Event description:
This lead was implanted on (B)(6) 1999 and remains implanted at this time. This lead is noted due to noise. A call placed to technical services on 4/24/2013 states representative got a text from clinic indicating that there is noise on the rv lead, no complaints from patient - from dr. (B)(6) and wanting someone to come and check patient tomorrow. Reviewed recent stored events in latitude that show noise on rv lead which is being oversensing as vf and causing inhibition of pacing. Patient has had a couple long pauses of 3-4 seconds duration. The physician was dr. (B)(6) no additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)